Event description:
It was reported that the patient received inappropriate defibrillation therapy due to over-sensing of atrial fibrillation signals. An x-ray revealed the right ventricular (rv) lead was dislodged to the right atrium. The pocket was opened, and the rv lead appeared to be twisted due to twiddler syndrome. The rv lead was unable to be repositioned as the stylet was unable to be inserted due to the twisted condition of the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood and tissue. After cutting the lead and cleaning, the helix could be retracted and extended by applying torque directly to the inner coil. The reported events of material twisted and failure to advance stylet were confirmed. A visual inspection revealed the lead body insulation was twisted. An x-ray examination revealed the inner coil inside the connector region was overtorqued. The stylet insertion test was unable to be performed due to the overtorqued inner coil. The cause of the reported events of material twisted and failure to advance stylet was due to the overtorqued inner coil consistent with procedural damage. The reported event of far p oversensing was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts.